Event description:
Reference MFR report # 1627487-2019-05641.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report # 1627487-2019-05641. It was reported that the patient was not receiving adequate therapy in their pain areas. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has improved therapy.